Event description:
The pt had a 11.5f x 8" double lumen dialysis catheter inserted on 9/1/97. The catheter was inserted by an anesthesiologist with a long experience of catheter insertion. The insertion was without complications. Pt was successfully treated by plasmapheresis the 1st, 2nd, 3rd and 4th of september, september 5th at noon the pt got low blood pressure and had cardiac arrhythmia with tachycardia. A low hemoglobin concentration was noted and pt was treated with blood and blood pressure increasing drugs & saline. Blood pressure did not increase and pt died at 8pm in the evening in a cardiac shock with bradycardia.